Event description:
It was reported that the customers insulin pump has moisture under the display screen. It was also reported frequent battery changes and rewind issues with the insulin pump .

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.